Event description:
It was reported that the insulin pump alarmed motor error. The drive support cap is protruding. Customer's blood glucose reading is 153 mg/dl. Customer stated that the insulin pump has alarmed motor error numerous times. Customer could not exit out of the rewind loop. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. No error alarm noted on alarm history screen. Missing end cap sticker. Motor was received with corroded motor home switch.